Event description:
It was reported that a patient presented with loss of telemetry and high capture thresholds alleged on the device. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of inadequate capture and failure to interrogate were not confirmed. The device voltage was at end-of-service level when received. Analysis of the device image indicated the device was operating in high output mode and was implanted beyond its projected longevity. After replacing the battery, electrical and mechanical tests performed indicated normal device functionality. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.